Event description:
The customer reported the ventilator hit a bump when transporting a patient and shutdown with no alarm. The customer reported there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history indicated a vent inop data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The fse reported during testing the alarms worked to specification during a test alarm condition. During evaluation, the fse reported the motor controller pcb board was not seated completely. The fse reseated the board as well as the data acquisition pcb to motor controller pcb board cable. Final applicable testing was performed per operating specifications.

Manufacturer narrative:
Pcb board & cable reseated.